Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip cable at the distal end, additionally, the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do show damage; the grip cable is broken. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Furthermore, the probable root cause of a retracted wire insulation can be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.